Manufacturer narrative:
(B)(4). Unknown, captured as awareness date. Batch # unk (B)(4). The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported "notice of litigation stating patient underwent a sigmoid colectomy due to acute diverticulitis with suspected perforation. Pleading states that when surgeon attempted to connect the two portions of the colon together using a 29 mm ils circular stapler, she encountered difficulties and the operative report states "the stapler was closed and fired. It appeared to fire correctly, however, would not release to be removed in its usual fashion. Unfortunately, the efforts to release the stapler resulted in a hole forming in the colon just proximal to the stapler line." Pleading further alleges that as a result of the stapler malfunction, the low level of rectal division and the damage to the patient¿s colon, the surgeon was unable to perform a repeat attempt to connect the two ends of patient¿s bowel with a circular stapler and attempted to perform the anastomosis using hand sutures. This was unsuccessful and the surgeon elected to perform a diverting loop ileostomy. The pleading further states the patient¿s postoperative course was unremarkable and the ileostomy was reversed four weeks later. Since discharge, patient has had continued issues with her wound site and has developed a hernia at the wound site which has required additional hospitalization and treatment."